Manufacturer narrative:
This is a report of a user error where the patient¿s cat chewed on the patient line of the homechoice cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient¿s cat chewed on the patient line of the homechoice cassette and that led to this alarm. The technical service representative advised that the patient should start over with all new supplies and reviewed proper procedure per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.